Event description:
On (B)(6) 2012, pt reported the up and down buttons on the infusion device are defective and the protective rubber is worn off. The infusion device is worn in a case and was not exposed to moisture. He also reported the battery cover is difficult to remove but it is not stripped. The infusion device was replaced and requested for eval. No physiological effects were reported, and he did not require treatment from a health care professional or second party to address the issue.